Event description:
This lead was nicked when the physician went in to replace the lv lead on (B)(6) 2012. The physician capped and replaced it. There were no adverse pt events reported. Should more info become available, this report will be updated.